Manufacturer narrative:
Pending investigation from the contract manufacturing organization.

Event description:
There was a problem in 2 vials during reconstitution process of adzynma. First the solvent did not drip into powder (or very slowly). The second contained impurity. This complaint is regarding the vial containing impurity.

Event description:
There was a problem in 2 vials during reconstitution process of adzynma first the solvent did not drip into powder (or very slowly) the second contained impurity this complaint is regarding the vial containing impurity.

Manufacturer narrative:
There was no patient involvement, injury or medical intervention reported for this complaint. All possible reviews/evaluations were performed and complied. Summarizing all facts, no root cause related to manufacturing was identified in course of the investigation. As no root cause was identified, the complaint is not confirmed. A grey elastic particle was tested via ftir. The ftir spectrum was consistent with butyl rubber and silica based on a library match. The final composition was determined to be butyl rubber and silica. (Stopper material) stopper coring can occur when the transfer spike or needle is twisted during insertion into the rubber stopper. Stopper coring (generating a rubber particle when puncturing a rubber stopper) is a well understood issue and is strongly related to user technique (twisting the needle during insertion, geometry and intactness of the needle tip, needle used for single or multiple insertions, etc.). There was no patient involvement, injury, or medical intervention reported for this complaint. All possible reviews/evaluations were performed and complied. Summarizing all facts, no root cause related to manufacturing was identified in the course of the investigation. As no root cause was identified, the complaint is not confirmed.